Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: prior records including prostatectomy surgery were not provided. (B)(6) 2010: (B)(6). Operative report. Surgeon: (B)(6). First surgical assistant: (B)(6). Second/third surgical assistant: (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Anesthesia: general. Name of operation: laparoscopic ventral hernia repair with mesh. Indications for procedure: the patient is a 59-year-old who developed a ventral hernia from an old midline incision. The risks and benefits of operative intervention including risk of bowel injury, infection, and bleeding were discussed with the patient. The patient understood the risks and benefits and consented to the procedure. Operative findings: minimal adhesions in the hernia. Description of procedure: ¿the patient was brought to the operating room and general anesthesia was obtained. Sequential compression devices were placed for deep vein thrombosis prophylaxis. The patient received cefoxitin for antibiotic prophylaxis. The abdomen was prepped and draped in normal sterile fashion. We made a skin incision in the left upper quadrant. We bluntly dissected through this to the fascia. The fascia was incised. Then we bluntly dissected through the muscle into the peritoneum. A balloon tipped port was then placed and the abdomen was insufflated to 15 mmhg. We insufflated and found that there were no adhesions of the small bowel and the hernia and this was all pretty much reduced. Two 5 mm ports were placed under direct vision for working ports. There were some small adhesions at the lower portion of the abdomen, which were taken down with sharp dissection to clear out area for the hernia repair. After this, an appropriate sized dual mesh was brought up. Four stay sutures were placed and the mesh was rolled up and brought into the abdomen. It was unrolled and using a suture passer, we pulled up all four of these previous stay sutures in the four points of the mesh. The rest of the mesh was then tacked up. One of the stay sutures broke and we replaced this by using the suture passer to pass a needle through and keep it in the correct location. When we were finished, the mesh was well adhered to the anterior abdominal wall using a combination of stay sutures and tacks. When we were done, the 10 mm left upper quadrant port was removed and under direct vision, sutures were placed using the suture passer device and it was closed with interrupted ethibond sutures. The rest of the ports were removed under direct vision. The abdomen was desufflated. The port sites were all closed with vicryl sutures. The stab incision for each of the sutures was closed with dermabond. Sterile dressings were applied. The patient tolerated the procedure well, was extubated and taken to the recovery room in stable condition.¿ specimens removed: none. Estimated blood loss: blood loss minimal. Intraoperative fluids: intravenous fluids 1.3 liters of crystalloid. Sponge/instrument/needle counts: needle and sponge counts reported as correct during the case. Condition on discharge from operating room: stable condition. (B)(6) 2010: (B)(6). Implant record. Dual mesh 15 x 19 x 1 lf. Manufacturer: wl gore & associates. Catalog #: 1dlmc04. Lot #: 6966029. Body site: abdomen ventral hernia repair. Expiration: 08/10/2014. Quantity: 1. Size 15.0 cm x 19.0 cm x 1.0 cm. The records confirm a gore® dualmesh® biomaterial (1dlmc04/6966029) was implanted during the procedure. (B)(6) 2010: (B)(6). Discharge summary. Principal and secondary diagnosis: ventral hernia. Clostridium difficile colitis. Chief complaint. Incisional hernia. History of present illness: underwent robotic laparoscopic prostatectomy in (B)(6) 2009. Developed a bulge above his umbilicus at the site of his upper midline incision, saying that it keeps on getting larger. Buldge is painful. Exam: abdomen soft, obese. Has hernia along upper midline incision, completely reducible, edges tender. No other hernias at any other port sites. Course: underwent laparoscopic ventral hernia repair on (B)(6) 2010. During his postoperative check, patient was appearing comfortable and no problems in immediate postoperative period. Post-operative day 3, the patient said he was not eating too well and denied having flatus. Encouraged to ambulate. Day 4 tolerating small amount of feed and had some flatus. On postoperative day 4, the patient was found to be tachycardic in the afternoon, had some desaturations in his oxygen, and appeared somewhat dyspneic. Additionally, c. Difficile was also sent off because the patient was reporting diarrhea, and this was found to be positive. We continued his regular diet. Given his c. Difficile positive, he was also started on flagyl and vancomycin as well. On postoperative day 8, feeling somewhat better and had increased appetite. Post-operative day 9, bowel movements were starting to become more firm. We continued is antibiotics for his c. Difficile colitis. On day 10, the vancomycin enemas were begun for his c. Difficile colitis. CT scan on postoperative day 13 showed a seroma near the anterior abdominal wall and pancolitis consistent with clostridium difficile colitis. Discharged on postoperative day 14. Discharge activities: as tolerated; no driving for at least 2 weeks which taking narcotics, no lifting more than 10 pounds or strenuous exercise until approved by a doctor. Follow up in 2-3 weeks in surgery wohl clinic. Condition: improved. [Missing records: records for the CT scan showing the ¿seroma near the anterior abdominal wall and pancolitis¿ were not provided.] (B)(6) 2011: (B)(6). History and physical. Hernia, 3 months, severe, periumbilical. Risk factors; overweight, previous abdominal surgery and smoking. Patient had laparoscopic radical prostatectomy (B)(6) 2009 and incisional hernia repaired laparoscopically in (B)(6) 2010. Patient has recurrent hernia. Past medical history: prostate cancer, obesity. Social history: smoking current every day smoker. Review of systems: fatigue, abdominal pain, change in stool pattern, heartburn. Weight 269.5 pounds, bmi 35.07. Exam: abdomen; surgical scars, mild and central abdominal tenderness. Hernia tender, partially reducible. Assessment/plan: explained diagnosis and needed surgical treatment. Plan for laparoscopic incisional hernia repair. The surgical procedure in some detail, indication for the procedure, risks, benefits and alternatives explained and informed consent obtained. (B)(6) 2011: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Course: laparoscopic ventral hernia repair (B)(6) 2010. Postoperative diagnosis: recurrent incisional hernia. Name of procedure: laparoscopic recurrent incisional hernia repair. Anesthesia: general, plus topical anesthesia with 0.5% marcaine and 1% lidocaine in a 1:1 mix. Indication for the procedure: the patient is a 61-year-old male with abdominal pain and recurrent hernia. Description of procedure: ¿the patient was consented and taken to the operating room and general anesthesia was induced. Abdomen was prepped and draped in the usual sterile fashion. Then I infiltrated the left subcostal area about 1 cm lateral to the midclavicular line with local anesthetic. I made a 1.5 cm transverse incision with #11 scalpel in subcutaneous tissue and fascia was exposed and divided posteriorly, and the peritoneal cavity was entered by dividing the peritoneum. A 10 ml balloon port was placed in the abdomen and then the abdomen was insufflated with co2. Then I placed a 5 mm 30-degree scope. This revealed a large amount of adhesions to the left superior side of the mesh with some omentum which entered the hernia. I placed 2 [two] 5mm ports on the left and 1 in the right upper abdomen and 1 in the right lower abdomen, and switched the scope to the right upper abdominal port. Then I used a hunter grasper and scissors to tease away the omentum and reduce omentum from the opening. Most of the dual mesh that had been used for repairing this hernia appeared to be intact with protack tacker intact and at the left upper edge there was omentum pushing into the hernia. This was gently reduced. This was somewhat difficult. There were 2 to 3 tacks that were off. I used 0 ethibond sutures and transabdominal anchoring to reattach the mesh out from the place where it had been displaced. Otherwise, the hernia repair appeared to be intact. There was midline diastasis at the hernia. I placed a series of midline transabdominal sutures and pulled there to adjust the rectus muscle to pull the muscle together so that the bulge in the midline disappears. I used 0 ethibond transabdominal sutures to perform this. Once this was done, the hernia repair appeared to be solid and I evacuated the co2 and all the ports were removed. The left upper abdominal port was closed with 0 ethibond sutures using a carter-thomason endo-close device before removing the ports. Then the skin incisions were closed with 4-0 monocryl suture in subcuticular interrupted fashion. The skin was then cleaned and aquacel was applied. The patient was then awakened from anesthesia and taken to pacu in stable condition. Estimated blood loss: 60. Specimen removed: none.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred. It was reported the patient alleges the following injuries: abdominal pain, recurrent hernia, adhesions, mesh failed to adhere and was noted to have "displaced" and was reattached with suture and transabdominal anchoring. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1685, 1695, 2240, 3191: appropriate term/code not available for ¿mesh failed to adhere¿, ¿displaced¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span march 1, 2010 through november 15, 2011 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: obesity (B)(6) 2010: ¿obese¿ (B)(6) 2011: 269.5 lbs., bmi 35.07, smoking, (B)(6) 2011: ¿smoking current every day smoker.¿ (B)(6) 2010: ventral hernia, (B)(6) 2010: seroma, prostate cancer, (B)(6) 2011: recurrent incisional hernia. Surgical procedures: (B)(6) 2009: prostatectomy (B)(6) 2010: laparoscopic ventral hernia repair with mesh. Implant gore® dualmesh® plus biomaterial. (B)(6) 2011: laparoscopic recurrent incisional hernia repair implant preoperative complaints: (B)(6) 2010: indications: ¿the patient is a 59-year-old who developed a ventral hernia from an old midline incision.¿ implant procedure: laparoscopic ventral hernia repair with mesh [implant: gore® dualmesh® plus biomaterial 1dlmc04/6966029, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2010 [hospitalization dates (B)(6), 2010] wound classification: ¿clean¿ findings: ¿minimal adhesions in the hernia.¿ description of hernia being treated: ¿we made a skin incision in the left upper quadrant. We bluntly dissected through this to the fascia. The fascia was incised. Then we bluntly dissected through the muscle into the peritoneum. A balloon tipped port was then placed and the abdomen was insufflated to 15 mmhg. We insufflated and found that there were no adhesions of the small bowel and the hernia and this was all pretty much reduced. Two 5 mm ports were placed under direct vision for working ports. There were some small adhesions at the lower portion of the abdomen, which were taken down with sharp dissection to clear out area for the hernia repair.¿ implant size and fixation: ¿after this, an appropriate sized dual mesh was brought up. Four stay sutures were placed and the mesh was rolled up and brought into the abdomen. It was unrolled and using a suture passer, we pulled up all four of these previous stay sutures in the four points of the mesh. The rest of the mesh was then tacked up. One of the stay sutures broke and we replaced this by using the suture passer to pass a needle through and keep it in the correct location. When we were finished, the mesh was well adhered to the anterior abdominal wall using a combination of stay sutures and tacks. When we were done, the 10 mm left upper quadrant port was removed and under direct vision, sutures were placed using the suture passer device and it was closed with interrupted ethibond sutures. The rest of the ports were removed under direct vision. The abdomen was desufflated. The port sites were all closed with vicryl sutures. The stab incision for each of the sutures was closed with dermabond. Sterile dressings were applied.¿ (B)(6) 2010: discharge summary. ¿history of present illness: underwent robotic laparoscopic prostatectomy in (B)(6) 2009. Developed a bulge above his umbilicus at the site of his upper midline incision...¿ ¿course: ¿on postoperative day 4, the patient was found to be tachycardic in the afternoon, had some desaturations in his oxygen, and appeared somewhat dyspneic. Additionally, c. Difficile was also sent off because the patient was reporting diarrhea, and this was found to be positive. We continued his regular diet. Given his c. Difficile positive, he was also started on flagyl and vancomycin as well. On postoperative day 8, feeling somewhat better and had increased appetite. Post-operative day 9, bowel movements were starting to become more firm. We continued is antibiotics for his c. Difficile colitis. On day 10, the vancomycin enemas were begun for his c. Difficile colitis. CT scan on postoperative day 13 showed a seroma near the anterior abdominal wall and pancolitis consistent with clostridium difficile colitis. Discharged on postoperative day 14 . No lifting more than 10 pounds or strenuous exercise until approved by a doctor. Condition: improved.¿ revision preoperative complaints: (B)(6) 2011: history and physical: ¿hernia, 3 months, severe, periumbilical. Risk factors; overweight, previous abdominal surgery and smoking. Patient had laparoscopic radical prostatectomy 02/2009 and incisional hernia repaired laparoscopically in 03/2010. Patient has recurrent hernia. Smoking current every day smoker. Review of systems: fatigue, abdominal pain. Exam: abdomen; surgical scars, mild and central abdominal tenderness. Hernia tender, partially reducible . Assessment/plan: explained diagnosis and needed surgical treatment. Plan for laparoscopic incisional hernia repair. (B)(6) 2011: indication: ¿the patient is a 61-year-old male with abdominal pain and recurrent hernia.¿ revision procedure: laparoscopic recurrent incisional hernia repair. Revision date: (B)(6) 2011. Procedure: ¿then I infiltrated the left subcostal area about 1 cm lateral to the midclavicular line with local anesthetic. I made a 1.5 cm transverse incision with #11 scalpel in subcutaneous tissue and fascia was exposed and divided posteriorly, and the peritoneal cavity was entered by dividing the peritoneum. A 10 ml balloon port was placed in the abdomen and then the abdomen was insufflated with co2. Then I placed a 5 mm 30-degree scope. This revealed a large amount of adhesions to the left superior side of the mesh with some omentum which entered the hernia . I placed 2 [two] 5mm ports on the left and 1 in the right upper abdomen and 1 in the right lower abdomen, and switched the scope to the right upper abdominal port. Then I used a hunter grasper and scissors to tease away the omentum and reduce omentum from the opening. Most of the dual mesh that had been used for repairing this hernia appeared to be intact with protack tacker intact and at the left upper edge there was omentum pushing into the hernia. This was gently reduced. This was somewhat difficult. There were 2 to 3 tacks that were off. I used 0 ethibond sutures and transabdominal anchoring to reattach the mesh out from the place where it had been displaced. Otherwise, the hernia repair appeared to be intact. There was midline diastasis at the hernia. I placed a series of midline transabdominal sutures and pulled there to adjust the rectus muscle to pull the muscle together so that the bulge in the midline disappears. I used 0 ethibond transabdominal sutures to perform this. Once this was done, the hernia repair appeared to be solid and I evacuated the co2 and all the ports were removed. The left upper abdominal port was closed with 0 ethibond sutures using a carter-thomason endo-close device before removing the ports. Then the skin incisions were closed with 4-0 monocryl suture in subcuticular interrupted fashion.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. ¿staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) hospital. Implant record. Dual mesh 15 x 19 x 1 lf. Manufacturer: wl gore & associates. Catalog #: 1dlmc04. Lot #: 6966029. Body site: abdomen ventral hernia repair. Expiration: 08/10/2014. Quantity: 1. Size 15.0 cm x 19.0 cm x 1.0 cm . The records confirm a gore® dualmesh® biomaterial (1dlmc04/6966029) was implanted during the procedure. (B)(6) 2011:(B)(6) hospital. Intraoperative nursing care plan. Surgery class: I. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.